Event description:
The device was returned to the service center for a report from the customer contact that the device needs lithium battery replacement per the gemstar correction. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.